Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified message was reported with the freestyle libre 2 sensor. Customer was unable to test and as a result, experienced symptoms described as trembling, cold, sweating, and a loss of consciousness. Customer was seen at a hospital where his insulin dose was adjusted and he was treated with glucose via injection for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.